Event description:
(B)(4). The dentist reported 1 month after the dental implant was installed in the patient's mouth, it was verified its non osseointegration. Patient had low bone quality (bone type iii) and bone graft was not executed.